Event description:
Pt present to ed via ambulance, abdominal pain 18 gauge IV catheter inserted in left ac by rn. Upon removal of catheter slight resistance and upon removal tip of catheter left broken off and left in pt arm vein. Approx 1.5 cm tip of catheter left in pt arm. Identified on x-ray as foreign object.